Event description:
The device was returned to the manufacturer for testing and calibration. It was analyzed and tested out of specification. No patient involvement or complications were reported as a result of this event.

Manufacturer narrative:
This device was included in that field action, returned product testing found the device did perform as described in the field action. Further analysis was performed on the interconnect flex. Visual inspection noted that the witness marks were centered and well-defined, tail thickness met specification. Bench analysis found that voltage appeared linear and full range with no anomalies, no anomalies were observed while bending the flex assembly and checking for intermittent operation or while applying localized heating and cooling. Electrical functionality was stable. Conclusion: could not confirm the failures seen during repair of the device, no defect found.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found that the upper and lower cases were broken, the interconnect flex was out of electrical specification, the battery contacts were compressed, and the main clear cover was broken. (B)(4).